Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 264mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Intermittent button response due to moisture damage keypad traces. Pump received with cracked reservoir tube lip, minor scratched display window.